Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to open. The field service engineer adjusted the hasp box to make it line up better and also reseated the cables to the latch to resolve this issue. The field service engineer confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the refrigerator failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.